Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output anomaly was confirmed in th lab. The device was tested on the bench and using automated test equipment and found the high voltage output circuits damaged. An arc mark was observed on the ICD can that contained the presence of lead material. It is believed the cause of the field event was due to a lead anomaly.

Event description:
It was reported that the pt presented in the ER after receiving a hv therapy. Interrogation of the device showed possible output circuit damage. The hv lead impedance was also low. Both the ICD and lead were replaced.